Event description:
The customer reported there was ghosting in images. No patient injury was reported.

Manufacturer narrative:
The ge service rep received and replaced the monitor. Tested, system operates as intended.